Event description:
It was reported that under fluoro, customer determined that iab was not fully unwrapping & inflating. Iab was exchanged. Customer also reported autocat 2 wave iabp did not experience any alarms. There were no reported patient complications. Additional information received indicates dr removed iab through sheath. Clinicians are aware this is not proper method for iab removal. Iab was damaged upon removal. Chief of perfusion indicated iab may not have been completely inserted through sheath which may have contributed to difficulty.